Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that the hcu30 had the error ¿1004¿ (main heater temp. Sensor error) during surgery. According to the communication grid dated 2020-07-15 the getinge field service technician (fst) need to replace the 3-way valve 3xg3/4. Similar failure "error 1004" was already investigated in a similar complaint no. (B)(4) on 2014-10-02 with life cycle engineering (lce) investigation report no.(B)(4): the most probable root cause of the reported malfunction is a slight oxidation layer is inside the 3-way valve. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Thus the reported failure "error ¿1004¿ (main heater temp. Sensor error)" could be confirmed. The reported failure happened during surgery. The hcu 30 which was used, was responsible for this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint # (B)(4). It was reported that the hcu30 had the error ¿1004¿ (main heater temp. Sensor error) during surgery. The device can continue to operate after a device restart.